Event description:
A surgeon cut and injured their left forefinger tendon when they tried to bend a bendable trocar. The surgeon indicated that it happened because they tried to bend the trocar without the protective trocar cap. The surgeon had reconstructive surgery performed for the injury and required plaster casting and rehabilitation.